Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result form a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 9.58ng/ml was obtained. The accu tni result was reported out of the lab. The customer collected a fresh sample from the pt and tested for accu tni. The accu tni result was 0.01ng/ml. The customer re-spun the original sample and then re-tested for accu tni. The repeated accu tni result was 0.02ng/ml. A corrected report has been sent. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
A partial system check from 01/04/2007 passed. No add'l info regarding the instrument performances was provided. The specimens were collected in pst tubes and centrifuged at 5,000 rcf for 8 mins. The samples were aliquoted into transfer tubes prior to analysis. A field svc engineer (fse) was dispatched to the customer's lab seven days later: the fse performed accu tni type 1 protocol verification testing and all results passed within specs. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.